Manufacturer narrative:
The returned device was visually inspected and functionally tested, and passed the inspection as per specification. Visual inspection showed that the shaft, sheath and dilator were intact with no apparent issues. Both the flexcath distal tip and dilator tip were intact, no fracture, breakage or kink were noticed. No teflon delamination was noticed at the tip of the shaft. The tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification 4mm (spec: 12fr) and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal. Functional test of the flexcath showed that the deflection worked as per specification. Multiple aspirations / injections (flush) were performed without air bubbles or leaks; hemostatic valve was leak tight. The phased rf catheter was not returned for investigation.

Event description:
Information received by medtronic indicated that an adverse event occurred while the sheath was being used with a phased rf catheter. The physician entered the sheath over the pfo to the left atrium, and inserted the phased rf catheter. The patient started with massive st liftings followed by a cardiac arrest with av block 3 and asystole. Physician got the patient stabilized and angiography of the coronary arteries showed a massive air bubble inside the right coronary artery. Patient was treated with medical drug therapy. The resolution was to finish this procedure with a new sheath, patient was in sinus rhythm during the procedure. Patient is currently in good health and free of any symptoms. There were no device performance issues reported during the procedure.